Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 479mg/dl. Troubleshooting was performed. The customer stated that after the infusion set was changed, the p-cap of the reservoir fell and the customer did not change the infusion set. The programming was received. The daily totals did not match the bolus plus the basals. The alarm history revealed multiple no delivery alarms. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Several boluses were programmed and delivered. The device also was monitored with a basal programmed. The device recorded the boluses in the bolus history properly and daily totals functions properly. After testing, it was concluded that the device operated within specifications.